Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an undisclosed date and an unk mesh was implanted. It was reported that the patient experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
(B)(4). It was also reported that the patient underwent a gynecological surgical procedure on (B)(6) 2015 and ams miniarc was implanted.  It was reported that she experienced pain. It was reported that the patient has undergone multiple surgeries and revisionary procedures.

Manufacturer narrative:
Date sent to FDA: 5/17/2016.